Event description:
The lens was in contact with the patient's eye however not completely implanted. It was decided early in the procedure that the patient required a different lens. The reason for a new lens was not provided. A vitrectomy was performed, no reason for the vitrectomy was given.

Manufacturer narrative:
The lens has not yet been rec'd by aaren scientific inc for evaluation. The device history record has been reviewed and does not contain any deviations or non-conformities that would have contributed to the complaint.